Event description:
Dentist did a crown preparation on the patient. Patient swallowed viscostat product when area was rinsed. They experienced burning sensation, swelling and redness of throat. The patient had difficulty breathing. The patient was treated with benadryl, oxygen and IV fluid and released. The patient returned to work the next day free of complications.